Event description:
It was reported that the customer experienced ketones and high blood glucose of 400mg/dl. It was stated that the cannula was bent and the customer noticed when the infusion set was changed. It was also stated that the device alarmed no delivery. The customer mentioned that when the customer took the old reservoir insulin was found in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one sealed reservoir. Performed occlusion test and reservoir passed per specifications. No occlusion or leakage noted during analysis. Checked snap-cap and septum for defects and none were found. Reservoir connected and locked into place properly.